Manufacturer narrative:
Trackwise#: (B)(4). Corrected section: d10 the device was returned to the factory for evaluation on 01/06/2025. An investigation was conducted on 02/17/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the clear hot jaw silicone insulation. The clear cold silicone insulation on the cold jaw was observed to be peeled back, exposing the cold metal jaw tip. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. No further testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed, as well as the analyzed failure "peeled; delaminated; jaw" was observed. The lot#: 3000435758 history record review was completed. There was an ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported and analyzed failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip of the heater wire became disconnected from the jaws. There was a minor delay. A replacement device was used to complete the procedure. No patient injury.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip of the heater wire became disconnected from the jaws. A replacement device was used to complete the procedure. No patient injury.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.